Event description:
It was reported that this pacemaker system exhibited undersensing on the right atrial (ra) lead channel as well as increasing right ventricular (rv) lead channel thresholds. Technical services (ts) was consulted and recommended further in office review. No adverse patient effects were reported. This system remains in service.